Event description:
It was reported that the device could not be interrogated, the patient's heart rate was in the 40's beats per minute, and the patient experienced lightheadedness. It was noted that at a device check less than two weeks prior, the device was not at eri (elective replacement indicator); battery voltage was 2.68 and impedance was 3937. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.